Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: versaturn,xt-r,sion,gaia3rd guide catheter: hyperion. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending coronary artery that was mildly tortuous, moderately calcified and 100% stenosed. The mini trek rx 2 x 15 mm balloon dilatation catheter (bdc) was advanced to the lesion but ruptured during the first inflation at 10 atmospheres. A new, same size bdc was used to complete the procedure. There was no resistance reported during removal of the protective sheath however there was resistance with the lesion during advancement. The device was prepped according to the instructions for use. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device status changed from returning to discarded. The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.